Event description:
Received transfer call from ce but caller had hung up. Called customer back and he stated since he purchased the prime meter he started taking more insulin, began to get lightheaded and stumbling so went to the doctor and it was reading way higher than the doctors meter, over 100pts. He no longer has the meter as he took the meter back to (B)(6) and they exchanged it. Since he has switched back to the sidekick he has been doing much better. He did not want to answer any more questions for the incident report. He stated he was just calling to let us know the meter reads too high. The new prime meter that (B)(6) gave him also reads higher than his sidekick so he requested control solution for the meter to check it. Technique was verified by ce rep. Sent control solution.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer no longer has product.